Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 18-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report mw report MDR report key (B)(4) received on 18feb2026, and the following information was provided: the patient was appearing uncomfortable, potentially refluxing. Upon measurement, the ng [nasogastric] tube appeared slightly too short. When I (rn) removed the tape securing the ng tube to the high flow to adjust the depth, the ng tube snapped, leaving 20 cm of tubing in the patient. Luckily, the tubing was visualized in the patient's nare and the remaining 20 cm of tubing could be removed with minimal effort. There was no reported injury.